Manufacturer narrative:
The customer reported that the device involved was one of two devices. Mansfield product monitoring has attempted to gather clarification of the device product number several times ((B)(6) 2020, (B)(6) 2020,(B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020). To date, no clarification has been received. If additional information becomes available, the report will be updated. Based on the above information, the following sections have been updated: section d1, brand name updated to unknown enteral feeding set. Section d4, model number updated to unknown enteral feeding. Section d4, catalog number updated to unknown enteral feeding. Section d4, UDI # updated to unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was discared; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported both formula and potentially stomach acid leaked on to the patient from where the luer lock type connection attaches to the g-tube. There were no burns observed. The tubing did not seem to disconnect from the luer lock port as both pieces were still intact. In addition, the customer does not have the lot number available and does not have the affected product as it was discarded.